Event description:
It was reported by service report that the footboard had a wrong scale module, and bed exit was unavailable. The power cord plug had a broken ground prong. It is unknown if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: footboard had a wrong scale module. Power cord plug had a broken ground prong.